Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was reported to be due to a poor environment but further details were not provided. The peritonitis was manifested by cloudy effluent and abdominal pain. On the same date as onset, the patient was hospitalized and began treatment with vancomycin and ciprofloxacin (doses, routes, and frequencies not reported) for the peritonitis event. After fourteen days, antibiotic treatment was discontinued and the patient was discharged from the hospital. The patient was reported to have recovered from the peritonitis event. Dianeal therapies were ongoing. Additional information is not available at this time.